Event description:
It was reported, that this product was part of a system revision, due to infection. This left ventricular (lv) lead was explanted. And a temporary pacemaker was placed. No additional adverse patient effects were reported.